Event description:
Customer reported that the sensor often readings in the range of 40 mg/dl and suspends when the blood glucose readings are really 113 mg/dl. Customer stated that if the blood glucose reading is below 100 mg/dl the sensor will stop. The other issue was that the sensor will read 80 mg/dl and the blood glucose readings will be 40 mg/dl and the customer does not receive an alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.